Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 6.3 mmol/l at 22:11. 12.2 mmol/l at 22:25. 10.5 mmol/l at 22:26.